Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The power controller and the batteries were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/9/2018 phone call, 3/12/2018 phone call, 3/13/2018 phone call.

Event description:
The hospital reported the unit alarmed for a power fail and subsequently shut down. There was no reported patient injury.